Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was 130 mg/dl. The customer stated that none of the buttons are responding and the up button won't stop the button from moving. The customer stated that there is no significant event leading to the keypad issue. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan. The customer did not want to troubleshoot for the back light issue and frozen screen due the insulin pump will be replaced.

Manufacturer narrative:
The back light functioned properly. No frozen screen or back light anomaly noted. The insulin pump had an intermittent button response due to corroded keypad traces. No low reservoir alarm during testing noted. No unexpected numbers ramping/scrolling during testing. The insulin pump had minor scratches on lcd window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.